Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with neck pain and pain in both of his arms. The patient underwent a surgery at c6-c7 using rhbmp-2/acs and puregen. It was reported that the patient continued to have severe pain after the surgery. Reportedly, on (B)(6) 2011 the patient underwent a cervical surgery at c1-c2 and c2-c3 using rhbmp-2/acs and puregen. The patient's symptoms did not improve following this surgery and his pain level increased. The doctor reportedly told the patient that he would need a third cervical surgery. It was reported that the patient has suffered severe, permanent injuries.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: the patient presented with the following pre-operative diagnoses: 1. Cervical spinal stenosis at c6-7. 2. Adjacent level degeneration c6-7. 3. Degenerative spondylolisthesis c6-7. 4. Cervical disk herniation c6-7. He underwent the following procedures: 1. Anterior cervical discectomy c6-7 (revision). 2. Anterior cervical fusion using auto and allograft c6-7. 3. Placement of anterior interbody cage c6-7. 4. Anterior instrumentation c6-7 (peek cage). As per the op notes, ¿¿ the endplates were prepared for fusion using the high speed burr. The inter-vertebral cage was at this point sized and packed with auto and allograft. Inter-vertebral cage was then placed in the prepared disk space. The anterior cervical plate was sized and using the self-tapping and self-drilling screws, the plate was secured to each vertebral body¿¿ no patient complications were reported. The patient also underwent anterior cervical decompression and fixation at level c6-7 due to pre-op diagnosis of degenerative spine disease c6-7. No patient complications were reported. On (B)(6) 2011: the patient was discharged. On (B)(6) 2011: the patient presented with the following diagnoses: 1. Status post c6-c7 acdf about three months ago. 2. Prior c3-4, c4-5, c5-6 anterior cervical discectomy and fusion ((B)(6) 2009). 3. C2-c3 facet arthrosis. 4. C1-c2 arthrosis. He complained of severe neck pain, occipital headaches, headaches radiating from the back of the neck all the way to the front, tinnitus, jaw pain, essentially facial numbness. CT scan revealed significant arthrosis in the dens with erosion in the dens at the c1-c2 articulation; significant facet arthrosis c2-c3 with foraminal impingement and foraminal encroachment at c2-c3.